Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call on (B)(6) 2018 that the insulin pump gave a motor error alarm during rewind. Customer's blood glucose level at the time of the incident was unknown. Troubleshooting did not occur. Insulin pump will not be returned for analysis.